Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power issue. It was reported that the pump ¿keeps asking to replace the battery.¿ no further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/10/2017 with the following findings: the black box and alarm history showed multiple replace battery warnings. . During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged. During testing, the pump alarmed with a replace battery alarm upon confirming the verify screen and some steps of the investigation could not be performed due this alarm. The pump also failed the 24 hour basal program due to this alarm. The pump¿s cover was removed and there were no visible intermittent condition found to the printed circuit board. The pump was opened and there were no defects found. The investigation then revealed a slave processor failure. (B)(4).